Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "prominent lymph nodes in the right axilla" as well as ¿intracapsular rupture."

Event description:
Patient reported for right side "reactive appearance of lymph nodes in the right axilla, probably related to recent vaccination¿ and a rupture confirmed by MRI. The device has been replaced.